Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the highly calcified and highly tortuous mid circumflex artery with 90% angles and heavy calcium burden everywhere. Rotablator was used successfully in left main artery (lm) and left anterior descending (lad) artery. Stents were placed in the lm and lad and proximal circumflex artery. A 3.50 x 160 synergy ii stent system was being delivered through and had difficulty crossing the previously placed stents. A guidezilla was used to facilitate delivery. The synergy ii stent got caugt on either a previously placed stent or the guidezilla collar causing distal stent damage and the collar of the guidezilla to bent. The synergy ii stent and guidezilla were both removed and the procedure was completed with a new synergy stent and guidezilla. There were no patient complications and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. The mid-distal portion of the stent was damaged and stretched in a distal direction over the distal markerband and balloon cone. The proximal end of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple severe hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the highly calcified and highly tortuous mid circumflex artery with 90% angles and heavy calcium burden everywhere. Rotablator was used successfully in left main artery (lm) and left anterior descending (lad) artery. Stents were placed in the lm and lad and proximal circumflex artery. A 3.50 x 160 synergy ii stent system was being delivered through and had difficulty crossing the previously placed stents. A guidezilla was used to facilitate delivery. The synergy ii stent got caught on either a previously placed stent or the guidezilla collar causing distal stent damage and the collar of the guidezilla to bent. The synergy ii stent and guidezilla were both removed and the procedure was completed with a new synergy stent and guidezilla. There were no patient complications and the patient status is fine.